Event description:
A vague report was received that a twenty-four infusion of hyperal completed four hours early. No pt injury occurred, it was reported that there may have been other occurrences, although no specific info was reported. This timeframe also corresponds to when the pharmacy dept began eliminating the overfill in the hyperal solutions.